Event description:
It was reported that an embolization occurred. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device was deployed and met all criteria for which it was released. Upon release, there was a slight shift in the device via intra-cardiac echocardiography (ice) imaging. The device made its way to the left ventricle and was surgically removed by a cardiothoracic surgeon. Surgery was successfully completed without complication. Patient is stable and has been discharged.

Manufacturer narrative:
Update to b5 & b6. Correction to e1.

Event description:
It was reported that an embolization occurred. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device was deployed and met all criteria for which it was released. Upon release, there was a slight shift in the device via intra-cardiac echocardiography (ice) imaging. The device made its way to the left ventricle and was surgically removed by a cardiothoracic surgeon. Surgery was successfully completed without complication. Patient is stable and has been discharged. It was further reported that kink was seen in the first was and a second prepped and inserted in its place. At this time, an activated clotting time of 215 seconds and a left atrial pressure of 15 mmhg were recorded. After the device was deployed, numerous tug tests were performed while the images were being analyzed. After the device became embolized, unsuccessful attempts were made to snare the out of the left atrium. Once the device migrated to the left ventricle, the decision was then made to surgically remove it.